Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer contacted global technical services (gts) regarding a system error (se) 2240 alarm on the homechoice (hc) unit during prime. The hp stated she was priming and had disconnected earlier to go to the bathroom. The hp stated she didn't press stop and had reconnected to restart therapy with the same supplies. The technical service representative (tsr) advised the hp to contact her nurse. On 20 july 2010, product surveillance contacted the hp's peritoneal dialysis clinic. The nurse (rn) stated that the hp was doing fine and did not report any patient injury or medical intervention associated with this incident. No additional information is available at this time.